Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA

Event description:
It was reported the patient was hospitalized for diabetic ketoacidosis while using the infusion device. The reporter stated that the infusion device was delivering an inaccurate amount of insulin. The patient was feeling elevated blood glucose symptoms of disorientation, thirst, and weakness in the legs. The blood glucose result was "hi" mg/dl on the aviva combo meter at 3:44 p.m. The "hi" mg/dl result, which on the system indicates a result in excess of 600 mg/dl. A family member drove the patient to the hospital and he was admitted into the hospital at 4:00 p.m. The blood glucose result at the hospital was 798 mg/dl. The patient was treated with insulin via IV and injections. The patient was set to be released from the hospital later in the day on (B)(6) 2016. Return of the suspect device was requested for evaluation.